Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). The charge time was 30 seconds and monitoring voltage is 2.65v. There is a concern that the battery depleted earlier than expected.